Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported by a healthcare provider (hcp) that this pacemaker device exhibited an alert indicating the device reverted to safety mode with limited critical pacing therapy still available. The patient was noted to have had an av ablation procedure last year and is pace therapy dependent. Boston scientific technical services (ts) discussed the device pacing and sensing parameters and provided guidance to the hcp that device replacement is recommended and is considered urgent if oversensing is observed. Ts was also contacted by a boston scientific representative to discuss the device function in safety mode. Ts reviewed the device parameters with an emphasis on the pacing output and sensing and indicated they could not provide the most common cause of a device reverting to safety mode as the cause can vary but provided the representative with a few examples. Ts also discussed where to find related fault codes when the device is interrogated as they may provide some insight into the cause but ultimately, device analysis upon explant will help determine the cause. The representative subsequently reported that the patient is experiencing abdominal stimulation and pain, the patient would be admitted to the hospital and a device replacement procedure would be performed first thing in the morning. The representative noted that the patient had not had any recent procedures or radiation. The device was explanted and replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported by a healthcare provider (hcp) that this pacemaker device exhibited an alert indicating the device reverted to safety mode with limited critical pacing therapy still available. The patient was noted to have had an av ablation procedure last year and is pace therapy dependent. Boston scientific technical services (ts) discussed the device pacing and sensing parameters and provided guidance to the hcp that device replacement is recommended and is considered urgent if oversensing is observed. Ts was also contacted by a boston scientific representative to discuss the device function in safety mode. Ts reviewed the device parameters with an emphasis on the pacing output and sensing and indicated they could not provide the most common cause of a device reverting to safety mode as the cause can vary but provided the representative with a few examples. Ts also discussed where to find related fault codes when the device is interrogated as they may provide some insight into the cause but ultimately, device analysis upon explant will help determine the cause. The representative subsequently reported that the patient is experiencing abdominal stimulation and pain, the patient would be admitted to the hospital and a device replacement procedure would be performed first thing in the morning. The representative noted that the patient had not had any recent procedures or radiation. The device was explanted and replaced the next day. No additional adverse patient effects were reported. The device has been returned to boston scientific for analysis.